Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had critical pump error and open book image on insulin pump screen after swimming. Customer¿s blood glucose was 7.0 mmol/l. Customer stated that insulin pump had another message from insulin pump but did not see any code and went to this screen with the icons. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error e/a alarm unspecified due to critical pump error (open book image) alarm.